Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was 340 mg/dl and her normal level is 120 mg/dl. She administered a bolus, but her blood glucose level remained elevated. She switched to insulin injections and her blood glucose level went down. The patient changed the infusion device's accessories, but continued to have elevated blood glucose levels when using it. The patient and her mother think the infusion device does not deliver insulin properly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.